Event description:
Reporter indicated that the vns would be undergoing a prophylactic generator replacement. Following the surgery, both the lead and generator were received along with a return product form stating the explant was due to a lead discontinuity. Analysis of the explanted lead has been completed and no anomalies were found; however, the entire lead was not returned. Setscrew marks were noted on the connection pin confirming proper lead pin insertion. No adverse events have been reported. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.